Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd neoflon¿ IV cannula leaked from the catheter after the blood extraction. The following information was provided by the initial reporter: "patient was admitted due to fever. We successfully inserted the IV cannula g26 and collected the blood for investigations, but after we finished the blood extraction and we noticed that there is leaking from the IV cannula catheter. IV cannula removed immediately and applied gentle pressure on the site. Cannula was correctly replaced with good backflow but leaking from mid section of cannula, resulting in cannula having to be removed."

Event description:
It was reported that the bd neoflon¿ IV cannula leaked from the catheter after the blood extraction. The following information was provided by the initial reporter: "patient was admitted due to fever. We successfully inserted the IV cannula g26 and collected the blood for investigations, but after we finished the blood extraction and we noticed that there is leaking from the IV cannula catheter. IV cannula removed immediately and applied gentle pressure on the site. Cannula was correctly replaced with good backflow but leaking from mid section of cannula, resulting in cannula having to be removed."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 24-mar-2022. D.4. Medical device lot #: 1140413. D.4. Medical device expiration date: 31-may-2026. H.4. Device manufacture date: 20-may-2021. H.6. Investigation: four representative samples in unopened packaging and one sample in open packaging were received by our quality team for evaluation. The samples were subjected to visual inspection and the catheter adapter leak testing. All samples passed the acceptance criteria, and no abnormalities were observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.